Manufacturer narrative:
The rod remains in the patient and has not been returned, and no further evaluation of the product can be completed at this time. The surgeon has elected to continue monitoring the patient's status. It is unknown if the patient sustained an impact or fall. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: bending, fracture or loosening of implant components... These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Device remains implanted.

Event description:
On (B)(6) 2014, the patient underwent posterior fusion procedure. Approximately 6 months post-surgery it was noted that one of the bilateral rods had broken at the t12 spine level. At 8 months post-surgery, the rod remains in situ.